Manufacturer narrative:
H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
It was initially reported that a bioprosthetic mitral valve (subject device), implanted for three (3) years and three (3) months, was explanted and replaced with another bioprosthetic valve. Through investigation, it was learned that patient actually underwent a tricuspid valve replacement and not mitral valve replacement. It was noted that there was normal function of the bioprosthetic mitral valve.

Manufacturer narrative:
H11: corrected data: updated section b5.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information have been performed. No additional information has been provided at this time. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received, the root cause of the event cannot be determined. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events. If additional information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that an edwards bioprosthetic mitral valve, implanted for three (3) years and three (3) months, was explanted. The reason for explant was not provided. The explanted device was replaced with another edwards bioprosthetic valve. The patient's post-operative status noted as in cvicu.